Event description:
Pt experienced episode of ventricular-tachycardia. Device did not fire and pt subsequently was syncopal. On interrogation all counters were at "0" and programmer read error message #0062. This implies circuitry failure.